Manufacturer narrative:
The device was not returned to olympus for evaluation. The issue was resolved after the replacement parts was received by the customer and was installed by the biomedical technician. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source was getting error code e103 during preparation for use for a diagnostic procedure. The procedure was completed using the same set of equipment and there were no reports of patient involvement, injury or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eigth (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.